Event description:
The customer reported the system displayed a collimator iris error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage connector, the interconnect cable, and the lemo connector. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.